Manufacturer narrative:
The autopulse lithium ion battery (s/n: (B)(4)) was returned to zoll for evaluation. Visual inspection was performed and no physical damages were found. Review of the complete archive data found no fault errors. The archive recorded (B)(6) 2016, as the last day the battery was inserted into the autopulse platform and (B)(6) 2016, as the last date the battery was successfully charged. During functional testing, the battery was inserted into a good known reference multi chemistry charger. The battery charged successfully without errors. The battery also passed functional testing with no errors occurring, when used on a good known reference autopulse platform. In summary, the primary complaint was not confirmed and the issue could not be replicated. The battery was found to work as intended. Therefore, the root cause of the issue could not be determined.

Manufacturer narrative:
Zoll has not yet received the autopulse lithium ion battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a code, it was reported that when the autopulse lithium ion battery (s/n: (B)(4)) was inserted into the autopulse platform and powered on, the platform displayed a message to "change the battery". A secondary battery was used and the platform functioned as intended. Rosc (return of spontaneous circulation) was ultimately achieved. The reporter indicated that the battery is rotated and charged every two days and confirmed that during shift check that day, the subject battery displayed 4 green bars. After the event occurred, the subject battery was returned to the station and was retested on the autopulse platform. The same outcome occurred.